Event description:
Surgeon was unable to engage triathlon cs insert into the baseplate and he noticed the wire was out of its groove on medial side.

Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the product was not returned. -medical records received and evaluation: not performed as medical records were not provided. -device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have not been any other similar events for the specified lot. Conclusions: the exact cause of the why the surgeon was reportedly unable to engage the triathlon cs insert into the baseplate and why its wire was out of its groove on medial side could not be determined as the device was not returned for investigation.

Event description:
Surgeon was unable to engage triathlon cs insert into the baseplate and he noticed the wire was out of its groove on medial side.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.